Event description:
The patient reportedly discontinued use of her device several years ago. Diagnostic testing completed in 2005 showed several electrode anomalies. Suggestions for reprogramming the speech processor were made. However, the health care professionals and patient elected to have this device removed and replaced in 2005.